Event description:
On (B)(6) 2013 the reporter contacted animas alleging that on (B)(6) 2013 the patient experienced blood glucose (bg) of 515mg/dl with stomach pain and nausea. The patient had reportedly bolused for dinner but then his bg rose to 515mg/dl. The patient's bg reportedly resolved after another bolus, and has been within normal range since. A review of the pump history confirmed both boluses had delivered as programmed. Troubleshooting revealed no pump malfunction; pump settings and histories were found to be correct. This complaint is being reported because the patient allegedly experienced hypoglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.